Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged elevated blood glucose while the pump remained at a high delivery setting for over three hours after a high-carbohydrate meal that was not announced; the user later changed the infusion set and reported glucose decreasing from 526 mg/dl to 426 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue was associated with improper or incorrect procedure related to the user interface, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.